Manufacturer narrative:
Section a4: patient weight is unknown. B3-date of event is estimated.

Event description:
It was reported patient underwent an unrelated procedure where the ipg was not placed in surgery mode. Patient was unable to connect with external devices. Next step of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported.